Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device with serial number (B)(6) exhibited an unresponsive touchscreen and sleep/wake lock function; the screen would wake and allow unlock on the charger but the device could not be locked thereafter, and multiple users could not reliably interact with the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and a third party, analysis of the information provided, and receipt and inspection of the returned device. Investigation of this case revealed a device interaction problem consistent with an unresponsive key or button affecting the touchscreen component, and a software problem was identified with cause traced to a component failure. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the touchscreen with a software contribution.